Manufacturer narrative:
Correction: h6 - device code should have been 4003 rather than 2993. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31849. It was reported that the patient was experiencing uncomfortable stimulation. As a result an x-ray was performed which indicated that the leads has migrated. Surgical intervention will take place on an unknown date.